Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The caregiver (cg) states that the heater bag fell and was no longer connected to the heater line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during fill 2 on the home choice (hc). The caregiver (cg) states that the heater bag fell and was no longer connected to the heater line. The technical service representative (tsr) had the cg cycle power for the system error 2367, then cycle power again to clear the alarms. The tsr explained the cg will need to setup with new supplies. There was patient involvement. No patient injury or medical intervention was reported.